Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 39 mg/dl. It was stated that the customer also experienced a stomach virus, and had lost fluids, which the customer did not replenish. Troubleshooting was performed. The time and date on the insulin pump was incorrect. Assisted with the correct time and date. The insulin pump passed the displacement test. The caller also stated that the insulin pump was exposed to an MRI scan. Advised to always avoid exposure to high magnetic fields. Nothing further was reported.